Event description:
It was reported that the subject device was not getting good readings while doing test procedure and was getting check irrigation/electrode (error 400 ref (B)(4). ). There were no reports of patient harm.

Manufacturer narrative:
The device was not returned to olympus for evaluation of the reported issue. In speaking with olympus technical assistance center (tac), the customer reported a plasmakinetic superpulse generator that he tried to do the test procedure but was not getting good readings. He was getting check irrigation/electrode error and did not use btk-sp test kit to do the test. It was advised that the test must be conducted properly and either it can be ordered or send the unit in for service for testing. The evaluation of the event is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
New information added on fields: h6. This report is being supplemented to provide additional information based on the approved final investigation. Additionally, the customer reported that the reported issue so far has not been with the device but with the cables, used to test it. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, a definitive root cause is unable to be determined for the reported event as the reported failure was unable to be confirmed or repeated during inspection. A root cause analysis cannot be determined without a device evaluation or failure confirmation. Olympus will continue to monitor field performance for this device.